Event description:
During the atrial fibrillation procedure, a blood leak was noted from the hemostasis valve on the fast-cath sheath after insertion into the patient. The fast-cath sheath was exchanged, and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g406986) is an ous configuration not available in the us and is therefore not referenced in the gudid database.